Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in patient procedures was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci result confirms the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Based on the results of the processor record and ci and inspection of the v-pro sterilizer, it is concluded that the instruments processed in the unit were properly sterilized. In addition, the user facility reported they believe the cause of the reported event to be operator error in the handling of the biological indicator (bi) specifically not checking the caps prior to use. In-service training is scheduled for the week of (B)(6) 2011 on the proper preparation, placement, activation and incubation of the biological indicators.